Manufacturer narrative:
Initial.

Event description:
It was reported that a user¿s dexcom g7 sensor initially functioned normally after startup, then experienced repeated signal loss to the ilet; the user became frustrated, did not troubleshoot, discontinued ilet use, and switched to subcutaneous insulin via pen as backup therapy. Symptoms included hyperglycemia with a reported blood glucose peak of 360 mg/dl and no associated clincial symptoms. Outcomes included the need for unexpected medical intervention with medication, and the event was assessed as a serious illness/impairment. User support included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized by intermittent communication failure between the cgm and ilet, associated with the device¿s electrical/magnetic componentry, specifically the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.